Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false intermittent upstream occlusion alarm which was not reproduced. Upstream occlusion alarms were verified through a review of the event history log and found to be caused by the ultrasonic sensor calibration out of specification. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false intermittent upstream occlusion alarm. There was no patient involvement. No additional information is available.